Event description:
It was reported that during an unknown procedure, there were no staples after firing. The procedure was completed with another like device. The patient was fine.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results showed that the device arrived in good visual condition and with a cartridge loaded in the device. The cartridge was received void of staples. The device was tested for functionality with a test cartridge and it fired all the staples as intended. The device opened and closed without any difficulties, the staple line was complete and the staples were noted to have a proper b-formation. It should be noted that each cartridge is 100% inspected through an automated vision system to verify staple presence prior to shipment. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.